Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir units could not be set because there were static stripes on the display. The humapen memoir was associated with product complaint (B)(4) / lot 1003c02. The returned device was found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date; updated the improper use and storage to yes; and updated the medwatch and EU/ca fields.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir units could not be set because there were static stripes on the display. The humapen memoir was associated with product complaint (B)(4). The returned device was found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of a patient that the units on a humapen memoir device could not be set because there were static stripes on the display. The investigation of the returned device (batch 1003c02, manufactured march 2010) found missing dose number segments. The detailed investigation determined that ingress by an unknown solvent caused damage to the lcd cable, blistered conformal coating on the board and caused the lcd cable overlay to pull away from the adhesive, which caused the missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage - there is evidence of improper use. The investigation determined the liquid was a type of solvent that caused the conformal coating to blister and pull away from the board; therefore, it was concluded that improper use likely caused the malfunction.